Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 18139ui01 and the complaint issue. Labeling review concluded that the issue is adequately addressed. The overall performance of architect total b-hcg reagents was reviewed using world-wide field data, and suggested that the performance of the lot is acceptable. All validity and acceptance criteria were met during an in-house test protocol and demonstrated that the specificity performance is acceptable. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 18139ui01 was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Event description:
The customer observed falsely elevated architect total b-hcg results for one patient. Sid (B)(6) generated an initial result of 811.09 miu/ml, repeat result was <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.